Manufacturer narrative:
Additional information: h2, h10 (investigation results). Correction: g1, g4, h3, h6 (method, results, conclusion), h11. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6), was performed from date of manufacture (B)(6) 2019, to present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing. Also, there was a production failure (B)(4), for incorrect voltage which does not correlate to the customer reported issue.

Event description:
The customer reported that the device is not communicating with the pcu on both sides/ iui issues. No patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device is not communicating with the pcu on both sides/ iui issues. No patient involvement.